Event description:
It was reported that during testing conducted at the manufacturer, a broken bur was discovered within the drill attachment. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was returned to the manufacturer, and the complaint was confirmed. Based on the device eval, a broken bur was found within the drill attachment. The cause of the bur breakage is unk. The device could not be repaired and therefore was not returned to the user facility.